Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced septicemia. It was further reported that there was vegetation on the patient's pacing leads. The implantable pulse generator (ipg) system was explanted. While extracting the most chronic right ventricular (rv) lead, the right ventricle was perforated. A sternotomy was performed and the heart was repaired. No further patient complications have been reported as a result of this event.